Event description:
After a concentration change from 2000 mcg/ml to 500 mcg/ml, the patient experienced an overdose; the patient was very sleepy. On (B) (6) 2010, the physician lowered the dose to 875 mcg/day. The patient was still showing symptoms, so the next day, the physician aspirated 10cc of csf. The patient started getting better after the catheter was cleared, but then started getting sleepy again roughly 4 hours later. The physician planned to lower the daily dose again to around 700 mcg/day. It was noted that the patient was admitted to the hospital. The intrathecal drug prescription was confirmed; pump reports were obtained. The correct concentration, drug, and dose were programmed. It was unknown if the patient had other medical issues. The device system was used to delivery lioresal. It was later reported that the patient experienced "loss of drug delivery". Device troubleshooting was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)